Event description:
Bayer case number: (B)(4). Haemorrhagic periods [menorrhagia] hypothyroidism [hypothyroidism] chronic fatigue [chronic fatigue] weight gain [weight gain] bruxism [bruxism] stress [stress]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 16-jul-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("haemorrhagic periods") in a 42-year-old female patient who had essure (ess205) inserted (lot no. 12275585) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2008 she experienced heavy menstrual bleeding (seriousness criterion intervention required), hypothyroidism ("hypothyroidism"), fatigue ("chronic fatigue"), bruxism ("bruxism") and stress ("stress") and was found to have weight increased ("weight gain"). Essure (ess205) was removed on (B)(6) 2025. The patient was treated with surgery (to remove essure). On (B)(6) 2025, the stress had resolved. At the time of the report, the outcomes for heavy menstrual bleeding, hypothyroidism, weight increased and bruxism were unknown. No causality assessment was received for essure (ess205) with regard to hypothyroidism, fatigue, weight increased, heavy menstrual bleeding, bruxism or stress. The reporter commented: current patient condition: constant state of stress until the date of removal. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) haemorrhagic periods [menorrhagia] , hypothyroidism [hypothyroidism] , chronic fatigue [chronic fatigue] , weight gain [weight gain] , bruxism [bruxism] , stress [stress] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 16-jul-2025. The most recent information was received on 28-jul-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("haemorrhagic periods") in a 42-year-old female patient who had essure (ess205) inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2008 she experienced heavy menstrual bleeding (seriousness criterion intervention required), hypothyroidism ("hypothyroidism"), fatigue ("chronic fatigue"), bruxism ("bruxism") and stress ("stress") and was found to have weight increased ("weight gain"). Essure (ess205) was removed on (B)(6) 2025. The patient was treated with surgery (to remove essure). On (B)(6) 2025, the stress had resolved. At the time of the report, the outcomes for heavy menstrual bleeding, hypothyroidism, weight increased and bruxism were unknown. No causality assessment was received for essure (ess205) with regard to hypothyroidism, fatigue, weight increased, heavy menstrual bleeding, bruxism or stress. The reporter commented: current patient condition: constant state of stress until the date of removal. Lot number batch12275585 is not valid. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 28-jul-2025: quality safety evaluation of product technical complaint. Case comments: a not valid lot number was received in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.